Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had high impedances on their lead. On (B)(6) 2022 surgical intervention was undertaken to explant and replace the lead.